Manufacturer narrative:
(B)(4). D10: cat# 650-1055 lot# 3248435 cer bioloxd option hd 28mm. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately one-month post-implantation, the patient was revised due to disassociation of the implants attempts have been made and no further information has been provided.